Event description:
It was reported that the ilet¿s display screen was cracked to the point of being unresponsive, consistent with a physical damage device problem affecting the display component; the user provided a photo, the serial number was verified, and a replacement device was arranged with instructions to return the damaged unit. Symptoms included no adverse clinical effects, with blood glucose reported in range and unaffected. Outcomes included temporary discontinuation of ilet therapy while the user reverted to an alternative insulin therapy. Investigation included collection of user report and visual evidence via photograph and logistical verification steps and inspection of the returned device. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.